Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported while using an unspecified bd pen needle 4mm x 32g insulin is unable to be delivered. Patient reports fluctuating sugar levels. The following information was provided by the initial reporter: it was reported that needle clogged during injection. Also reported sugar levels have been fluctuating.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using an unspecified bd pen needle 4mm x 32g insulin is unable to be delivered. Patient reports fluctuating sugar levels. The following information was provided by the initial reporter: it was reported that needle clogged during injection. Also reported sugar levels have been fluctuating.